Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that sensor cannula was broken. The customer¿s blood glucose level was 120 mg/dl. The customer states that the site is actively bleeding. The customer states blood is visible on the sensor connector. After looking at the sensor customer reports the sensor cannula is not intact. The customer also reports the sensor cannula fractured while in the body. Customer reports the sensor cannula was no longer in the body. Advised to return the sensor. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected two opened/used partial sensors and found one of two sensors with cannula broken. Found remaining broken on adhesive tape. Second sensor was found as whole. No broken or missing parts were observed during analysis. Unable to confirm needle anomalies due to customer did not return insertion needles.